Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer experienced high blood glucose of 545 mg/dl, which was treated with 14 units if insulin through the insulin pump. The caller stated that the customer passed away at home on (B)(6) 2015. The cause of death was coronary heart disease/ hyperlipidemia. The customer was in the hospital on (B)(6) 2015 for nine days for hbi. Also, the customer's body was septic due to bacterial infection. The customer had type I diabetes and heart disease. The customer's last recorded blood glucose value was 545 mg/dl on (B)(6) 2015 at 2:40 am. The customer was wearing the insulin pump at the time of death. The customer used sensors only for four days in (B)(6) 2014 and that was it. No sensor was worn at the time of death. The caller stated that the customer's passing was sudden; no symptoms or anything - he was fine and then he passed away. The caller agreed to return the insulin pump fir analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump had cracked case at display window corner and cracked reservoir tube lip. The insulin pump was received with depleted battery installed. (B)(6).